Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified popliteal artery. A 3.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, during the first inflation at 8 atmospheres for 10 seconds, the balloon ruptured and was vertically separated at the middle part. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient was in good condition post procedure.